Manufacturer narrative:
The patient provided information in her communication to the manufacturer. No patient details (age, weight etc.) Provided. Device history records were reviewed and product met all specifications. Sterilization process was completed per validated parameters. The manufacturer has made several attempts to obtain additional information and details from the patients' physician but have been unsuccessful. It is not clear whether the device caused or contributed to this adverse event but is being reported in an abundance of caution.

Event description:
Patient reported the following information to the manufacturer: the patient had a double mastectomy in (B)(6) 2020. This was followed by reconstruction surgery (B)(6) 2020. She was not satisfied with the first reconstruction result as she had rippling, sagging and implants were flipping. The patient and her plastic surgeon decided to do a second reconstruction surgery using galaflex 3d on (B)(6) 2020. On or about (B)(6) 2020 she started breaking out in hives. She contacted her plastic surgeons' office and they suggested she see a dermatologist and take benadryl which she did. The dermatologists then prescribed prednisone and benadryl. The patient then saw her plastic surgeon on (B)(6) 2021 she said she didn't think the hives would be from the galaflex, but the physician would follow up the manufacturer's sales representative. The patient is still getting hives everyday and is still taking benadryl.